Event description:
It was reported that the patient had an implantable neurostimulator (ins) overdischarge about 6 months prior. The patient was not sure on the exact timeframe. She had to go into the healthcare provider (hcp) office to have it reset. About a month ago, she met with a manufacturing representative because she had been in overdischarge and the manufacturing representative helped her recharge. Three days prior to the notified date, the patient stopped feeling stimulation and her last successful recharge was 2 weeks prior. The stimulation stopped on its own. An ins overdischarge was suspected. It was noted that she would normally charge once a week. She had an appointment with her hcp in 2 days and wanted a manufacturing representative to be there. Her implantable neurostimulator recharger (insr) would not communicate with her ins, she had problems recharging, and the recharger was not working for 3 days. The patient used the patient programmer (pp) to check the ins, but was seeing the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s device had been confirmed to have had been in overdischarge, likely due to non-compliance. The patient was going to return home to finish charging the ins. The overdischarge was noted by the patient to have been the second overdischarge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).